Event description:
A report was received that the patient's ipg was flipped. The patient underwent a pocket revision in which the physician replaced the ipg with a new one per preference. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.